Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. Fa found an additional failure that was not reported by the customer. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Root cause of this failure is attributed to a component failure. The instrument was found to have a frayed grip cable at the distal end. Root cause of this failure is attributed to a component failure. A review of instrument logs was performed. Per the review, the following was confirmed: the instrument was last used on (B)(6) 2020 on system (B)(4). The permanent cautery spatula had 7 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted tongue base resection surgical procedure, the permanent cautery spatula (pcs) instrument was found to have a broken cable. The procedure was completed with no reported injury.